Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigations: visual inspection: bloody deposits in the catheter: permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Computer controlled test: the results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. The test showed an acceleratd outflow in the vertical position. Internal inspection after dismantling of the valve, clearly deposits were found in the m.blue. Results: we would like to point out in advance that after the revision operation there was already done the permeability test. Based on our investigation, we confirm that the valve shows an increased outflow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.